Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the tip of the aspiration needle was fully protruding out the side of the sheath. The reported issue occurred during a robotic endobronchial ultrasound (ebus), which was completed using another device. There were no reports of patient harm.